Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was dissatisfied that the insulin pump does not remind to reprogram a bolus after it was canceled but a stuck button alarm. Troubleshooting was performed stuck button alarm. The customer¿s blood glucose level was 250 mg/dl at the time of the incident. It was reported that the customer did not press a button down for three minutes or longer and that the insulin pump was also not exposed to change in altitude. It was reported that the customer declined offer to have the insulin pump replaced and stated that they will call back if the problem persisted. The insulin pump will not be returned for analysis.